Event description:
After insertion of the new introducer, the bleeding stopped. The pt lost approx 100ml of blood. The physician wants the introducer examined as soon as possible by the company to determine if this incident is an isolated occurrence of if a lot problem exists. If the incident cannot be confirmed as isolated the physician feels a recall should be initiated.